Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Lot number - 690290, manufacture date ¿ jul 2, 2003; or the part/lot information could be: lot number - 616930, manufacture date ¿ jun 16, 2003. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-07021 / 07022).

Event description:
It was reported patient underwent a bilateral total knee arthroplasty on (B)(6) 2003. Subsequently, patient underwent a revision procedure on an unknown side on (B)(6) 2011 due to unknown reason. The patella component was removed and replaced. Patient further underwent a left knee revision procedure on (B)(6) 2014 due to instability and hyperextension. The tibial bearing and locking bar were removed and replaced.